Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 446 mg/dl. Customer stated that they were changing site and all of a sudden pump started to go crazy and stated no battery and went to change battery and then got battery out limit. Customer able to successfully clear the alarm and did not receive a request to rewind pump. Customer stated that batteries out of pump greater than duration allowed by the pump. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.